Event description:
The user facility reported that a puncture was made in the right femoral artery, and a contralateral approach to the lesion in the left iliac was attempted using parent cross. Since it was unable to climb over the mountain, the distal puncture was performed on the left femoral artery, a 4fr sheath was inserted, and attempted to pull the radifocus guide wire stiff type through the right femoral artery to the left. To perform the pull-through, en snare was inserted through the left sheath and the distal end of radifocus guide wire was grasped. It was continued to pull, and when it was pulled all the way to the 4fr sheath, I felt "snap". When examined under x-ray, the distal end of radifocus guide wire was found to have fallen into the sheath. Although the broken piece remained in the patient's body, since it fell into the sheath, the sheath was removed and the broken piece was removed at the same time. Radifocus guide wire and en snare were pulled through outside the patient's body. The 4f sheath was removed outside the patient's body, and the broken piece of radifocus guide wire was removed outside the patient's body at the same time. A 5fr sheath was inserted instead and the procedure continued. The procedure was completed successfully.

Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age & date of birth: requested, not provided, a3: patient sex: requested, not provided, a4: weight: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided, d4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, g4: PMA/510(k): k926214. 1. Investigation of the actual sample 1.1 visual inspection of the actual sample total length of the fractured piece: approximately 10mm total length of the main body of guidewire: approximately 1790mm total: approximately 1800mm (total length of normal product: approxiomately 1800mm) the total length of actual sample was the same as that of the normal product. 1.2 magnifying inspection of the actual sample the wire had been exposed at the fractured section on the fractured piece. The wire found at the fractured section on the fractured piece had been curved. 1.3 electron microscopic inspection of the actual sample the outer layer of each fractured section had been wrinkled. Each fractured section had a torn shape. 1.4 measurement of the dimension outer diameter (normal section in the vicinity of fractured section): it met the factory's specifications. No anomaly was found. 1.5 the outer layer of actual sample was removed, and electron microscopic inspection for the condition of wire at the fractured section was performed. Each wire at the fractured section had been curved and tapered. Each fractured surface had been roughened. 2. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the product inspection record. No other similar report from other facilities was found in the past. 3. Past simulation test based on our past knowledge, following simulation tests were performed regarding the fracture on the guidewire. We have been aware that there was regularity in the condition of wire depending on the mechanism leading to the fracture. When pulling force was applied in a guidewire looped state the side surface of wire at the fractured section was curved and tapered. The fractured surface was roughened. From this test result, it was inferred that the condition was different from that of the actual sample. When continuous torque force was applied in the same direction while the guidewire was bent no taper was found on the side surface of wire at the fractured section, and it was flat. Radial patterns were found on the fractured surface. From this test result, it was inferred that the condition was different from that of the actual sample. When pulling force was applied while the distal end was trapped the side surface of wire at the fractured section was tapered. From this test result, it was inferred that the condition was different from that of the actual sample. When continuous torque force was applied in the same direction while the guidewire was straight a spiral pattern starting from the center was found on the fractured surface. From this test result, it was inferred that the condition was different from that of the actual sample. When repeated bending force was applied while the distal end was trapped no taper was found on the side surface of wire at the fractured section, and it was flat. Dimple patterns (hole-shaped patterns) were found on the fractured surface. From this test result, it was inferred that the condition was different from that of the actual sample. 4. Cause of occurrence/conclusion based on the investigation result, no anomaly was found in the manufacturing record, the shipping inspection record, and the dimensions of the actual sample. From the condition of actual sample and simulation test result, it was likely that pulling force was applied to the actual sample in a looped state, causing it to break off. The total length of actual sample was the same as that of the normal product, and there was no missing part. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).